Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: enlw1624c124e stent graft, implanted: (B)(6) 03, enbf2820c166e stent graft, implanted: (B)(6) 2011, ddbb1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during post-op, the patient's right atrial (ra) lead had a sudden impedance rise. The pocket was reopened and the lead disconnected and tested. The lead impedance was still elevated, however, sensing and thresholds were functioning properly. The physician decided to keep the lead in place and active. No patient complications have been reported as a result of this event.